Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the manufacturing process.

Event description:
A peritoneal dialysis patient's contact called regarding an air detected in cassette alarm during drain 2/4. Contact stated that she could see air bubbles throughout the patient line. Contact stated that the patient was empty. The patient was bypassed into fill 3. Contact stated she noticed that the patient line connection to the catheter came completely undone. Advised to stop the fill and cancel treatment from this point due to possible contamination due to the loose connection. Patient was able to disconnect properly.